Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair and cholangiography. Concurrent conditions included add, ovarian cyst, joint pain, bipolar disorder, endometriosis, irregular menstrual cycle and breast pain. Concomitant products included medroxyprogesterone acetate (provera) and sertraline. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, menorrhagia and dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, rash, anaemia, migraine, anxiety, depression, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2012. Events dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, cholangiography, cholecystectomy and hernia. Concurrent conditions included add, ovarian cyst, joint pain, bipolar disorder, endometriosis, irregular menstrual cycle and breast pain. Concomitant products included medroxyprogesterone acetate (provera) and sertraline. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rash"), anaemia ("anemia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, rash, anaemia, migraine, anxiety, depression, vaginal haemorrhage, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2013 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion (B)(4). References, reporters information and event: abdominal pain were updated. Lot no added. No new follow-up information was received from the reporter. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia heavy menstrual bleeding') and dysmenorrhoea ('dysmenorrhea cramping') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, cholangiography, cholecystectomy and hernia. Concurrent conditions included add, ovarian cyst, joint pain, bipolar disorder, endometriosis, irregular menstrual cycle and breast pain. Concomitant products included medroxyprogesterone acetate (provera) and sertraline. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rash"), anaemia ("anemia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), dyspareunia ("dyspareunia painful sexual intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, rash, anaemia, migraine, anxiety, depression, vaginal haemorrhage, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2013 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea. Lot number: a78087, manufacture date: 2012-12, & expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), migraine ("migraines"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, anaemia, migraine, anxiety and depression outcome was unknown. The reporter considered anaemia, anxiety, depression, genital haemorrhage, migraine, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.